Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump "dislocated", there was a problem with the pt's pump sutures. The pt had surgery to re-suture the pump and re-implant sub-fascially on (B)(6) 2010. The pt did not have any injury associated with the event. The pt recovered without sequelae on (B)(6) 2010. The drug in the pump at the time of the event was saline.